Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. On (B)(6) 2022, a field service engineer (fse) was dispatched to the customer site to further investigate the reported issue. The reported complaint was confirmed based on the field evaluation. The fse reported that the grounding pad configuration was changed to dual to resolve the reported problem. There were no parts replaced. The system was tested and verified as ready for use. A follow-up MDR will be submitted if additional information is obtained. No image or video clip of the reported event was submitted to isi for review. This event is being reported due to the following conclusion: the customer reported an issue with the grounding pad not being recognized by the integrated electrosurgical unit (iesu), and this caused the planned procedure to be aborted post-anesthesia.

Event description:
It was reported that prior to starting, but post anesthesia, a da vinci-assisted simple prostatectomy procedure, the erbe did not recognize the grounding pad and the icon remained red. Troubleshooting was conducted and the operating room (or) team replaced the cable and grounding pad, but the issue persisted. The nurse (caller) indicated the integrated electrosurgical unit (iesu) erbe generator was properly set-up. The technical support engineer (tse) reviewed the logs and did not note any associated errors. The iesu was restarted several times with the same negative result. The or team checked the grounding pad on an external electrosurgical generator (valleylab) and it worked fine. Since the erbe generator was not working properly, the surgeon made the clinical decision to abort the procedure rather than use an external generator as a substitute. On 13-jan-2022, intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: it was confirmed that there was no issue during set-up of the system and that the system was powered on as usual. The reporter clarified that although the external generator (valleylab) worked fine, the surgeon was not feeling comfortable with using an external generator so, the procedure was aborted.